Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no regularities were found. Product evaluation: set screw that connects the handle to the shaft seems to be what is preventing the trial rasp to mate. Complaint is considered to be indeterminate from a design standpoint. Manufacturing evaluation: the device when received appears to be in good order however there are marks on the machined clamping flat which could suggest that it could be too big. Placeholder.

Event description:
Consultant reported: surgeon performed anterior cervical decompression and fusion. Intra-operatively, the surgeon was experiencing difficulty engaging the 6mm lordotic anterior cervical fusion spacer rasp into the coupling device. Subsequently, the surgeon was able to engage the rasp into the coupling device. After the procedure was completed, the consultant assessed the decontaminated 6mm rasp. He confirmed that the 6mm rasp had difficulty engaging into the coupling device whereas the 5, 7 and 8mm rasps had no issues loading into the coupling device. This is report 1 of 1 for complaint number (B)(4).